Event description:
The patient was in a scuffle and felt a pull in her back. She stopped feeling stimulation sensation after that. The patient felt a stabbing pain in her mid to low back when her stimulator was off and a burning pain when it was on. The patient was seen in clinic. Radiologic exam showed the leads were pulled out of the epidural space to l2 (date not reported). Impedances were greater than 10,000 ohms. The hcp planned to remove the entire system. A follow-up report will be submitted if additional information becomes available.